Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4).: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a bph surgical procedure at 3 minutes of use, it was noted that "the fiber started to fire from the tip instead of the side". The fiber was exchanged and the second fiber was used to complete the case. Patient outcome: "no injury".

Event description:
First fiber: 18,469 joules and 2:45 minutes expended. The fiber tip was not cleaned during the procedure.